Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Additional narrative information: device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with the toric monofocal non preloaded intraocular lens (iol) used. After it was injected doctor noted that there was fiber attached back of the iol. Scrub nurse was confident she removed the lens from the packaging and lifted straight into the cartridge for loading and that it did not touch any other surface. Doctor managed to aspirate fiber out however, as iol was toric, it caused movement and the whole lens then needed to be rotated around again. This issue lead to iris escaping, suturing and carbachol injection. No further information is provided.